Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a spectrum iq pump was not fully functional. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) #. H11: the device was received for evaluation. During functional testing, the reported problem of 'keypad not fully functional ' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the third from the left softkey is inoperable. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.